Manufacturer narrative:
(B)(4). Report source - foreign. The event occurred in (B)(6). The customer has indicated the device will not be returned for manufacturer evaluation as it was discarded at the user site. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the drill bit fractured and the patient retained the foreign body. No delay to surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was unable to be reviewed as no part/lot code combination was provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.